Event description:
Consumer reports a reading of 530 and retesting with a readings of 499. Gave themselve 27 units of insulin and later went unconscious. Emergency medical technician called, consumer came to and tested at 33. Consumer believes readings are not accurate.